Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 458 mg/dl; cause was unknown. Customer attempted to self-treat via bolus via the pump; however was treated intravenously with fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2024 with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.